Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and low blood glucose level. The high blood glucose level was 261mg/dl, 391 mg/dl, 412 mg/dl, 151 mg/dl, and low 50 mg/dl. The high blood glucose level was treated with the insulin pump and low blood glucose level was treated with honey and pizza. The troubleshooting was not performed. The insulin pump not being returned for analysis.